Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2,000 ohms and loss of capture discovered during a routine follow-up. The patient was to be evaluated by their physician. No adverse patient effects have been reported.

Event description:
This lead was successfully capped and a new product was implanted. No further patient complications were reported.

Event description:
Additional information indicates that this product was fracture and that the patient was undergoing a revision procedure the next day. It was stated that the lead would be capped as the physician usually does not attempt to explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.